Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the implant procedure the patient's airway was compromised. The leads were removed and medication was given to restore the patient's airway. The implant procedure was then successfully completed with no further reports of any issue. The patient has recovered without sequelae and is currently receiving effective pain relief from using their device.